Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. (B)(4).

Event description:
This complaint has been evaluated based on the information provided; there is no allegation of death or serious injury. The customer reported that they could not hear the patient through the intercom. If the operator is unable to hear the patient due to a failed microphone, there is potential for injury to the patient. This issue has been determined to be a reportable event. This event is currently under investigation.

Manufacturer narrative:
The customer reported on (B)(6) 2018 that they could not hear the patient through the intercom. The customer called the philips helpdesk and reported a microphone issue. The customer confirmed with the philips helpdesk (when this issue was reported) that there was no patient impact and no harm as a result of this event. A philips field service engineer (fse) attended the customer site on (B)(6) 2018 to evaluate the CT system. The fse confirmed the customer¿s allegations and determined there was a failure of the microphone in the breathing light assembly. The fse replaced the breathing light assembly which contains the microphone to resolve the issue. The failed part was disposed of and not available for evaluation. The system is operational and in clinical use. This event has been determined not to be a reportable event.